Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 15th may 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. The device records manual power ups of ten minutes duration between the (B)(6). The pad-pak became depleted during this time. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. During investigation the device failed to give audio prompts during the test shock but delivered all visual prompts. The speaker was measured and found to have failed during testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.